Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). The physician expressed concerns with the device's longevity. The device was explanted and a new device was successfully implanted. This device had previously reset to safety mode in october of 2003. Software was subsequently used to restore the device to full functionality. The device was explanted and returned for analysis. A new device was successfully implanted.